Manufacturer narrative:
UDI related data quality updates only. D4: corrected UDI: (B)(4).

Manufacturer narrative:
The gore tri-lobe balloon catheter warns: excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel. Additionally, the IFU states, adverse events which may require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation or rupture; w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for a zone 9 infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses and a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). The ctag-ac was the most proximal device and was deployed just distal to the lowest renal artery with the excluder trunk having been deployed within the ctag-ac due to the size of the patient aorta and the size of the aneurysm (7cm). Post deployment of all devices and angioplasty of all the devices a small proximal type I endoleak was noted. A second balloon inflation with a gore® tri-lobe balloon catheter (bcl2645/26440564) ensued with the tri-lobe balloon catheter upon which the proximal aorta was noticed to have ruptured. The patient was converted to open wherein all the devices were explanted and a dacron graft was sewn into the aorta. The patient tolerated the procedure. The rupture is believed to have been due to overinflation of the balloon during angioplasty. The explanted devices were discarded at the site.